Manufacturer narrative:
Evaluation summary: received for analysis was one guard wire in a hoop with original packaging. The ez-adaptor and ez-flator used during the case were also returned. No visual damage was noted to the guard wire gold marker and hypo tube/extension wire joint. There was fluid in the guard wire balloon, indicating clinical use. The balloon was prepped for inflation during analysis using ez adaptor and flator. During inflation a noticeable leak was detected coming out of the balloon surface. Closer visual inspection under magnification detected a tear or a cut to the balloon material in the distal section, next to the distal seal band. Due to the detected damage to the balloon material, inflation was not possible during testing in the analysis lab. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use guardwire during a cas procedure to treat a lesion in a mildly tortuous ica. The lesion exhibited mild calcification and 75% stenosis. A femoral approach was used. The device was removed from packaging, inspected and prepped per IFU with no issues noted. The lesion was not pre-dilated. The relevant device crossed the lesion, and dilatation was performed. However, the balloon deflated following the first inflation. The wire was not moved or rotated while the balloon was inflated. Judging it was a rupture, the physician removed the relevant device out of the patient's body, and a new guardwire device was used instead. Eventually, the procedure was completed successfully with a delay of less than 30 minutes. The event caused no adverse effect on the patient. No abnormalities were seen in the patient's health condition, and the patient was discharged from the hospital. Note - guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in (B)(6) but is the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in us with coronary indication.